Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified mid left anterior descending artery (lad). After multiple predilatation attempts using an unknown balloon catheter, a 2.50mm x 12mm liberté stent was advanced to the lesion but could not cross the lesion. Repeated attempts were made however, they were unsuccessful. Subsequently, the physician removed the stent to further pre-dilate the lesion but the stent was found deformed. The procedure was completed with a 2.75x12mm liberté stent. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte stent delivery system (sds) with stent and a product mandrel and protective tubing. The product mandrel and the protective tubing that is placed on the stent in manufacturing were in their respective as-manufactured positions on the device. There was contrast on the shaft of the device and between the balloon folds and stent struts. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Magnified and visual inspection confirmed there was no damage to the stent. The hypotube was kinked 4cm, 19.5cm and 21cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the kinks or the reported events. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified mid left anterior descending artery (lad). After multiple predilatation attempts using an unknown balloon catheter, a 2.50mm x 12mm liberté¿ stent was advanced to the lesion but could not cross the lesion. Repeated attempts were made however, they were unsuccessful. Subsequently, the physician removed the stent to further pre-dilate the lesion but the stent was found deformed. The procedure was completed with a 2.75x12mm liberté¿ stent. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).